Event description:
Boston scientific received information that this right atrial (ra) lead one day post implant dislodged and became lodged in the tricuspid annulus where it was left and had grown in. When it was time to upgrade the device, the decision was made to surgically abandon the lead. The patient received a single chamber replacement device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.